Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving clonidine, 150 mcg/ml concentration at 60 mcg/day dose and dilaudid, 15 mg/ml concentration at 6 mg/day dose via intrathecal drug delivery pump for pancreatitis and non-malignant pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log report motor stall occurred: motor stall (active), multiple motor stalls and recoveries. Patient notified the hcp this weekend (B)(6) 2017 or (B)(6) 2017) after seeing the motor stall code on the patient programmer (ptm). The rep was not aware of any patient symptoms. Pump was being replaced on (B)(6) 2017. The rep would be sending the explanted pump back to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the pump was explanted on 2017 (B)(6) and would be returned on 2017 (B)(6). No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and -or lubrication and stall due to shaft-bearing. The analysis also found stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.